Manufacturer narrative:
No frozen screen or button error alarm noted. Device time or clock moved. Device had unresponsive buttons due to flattened (creased) esc, act and down buttons dome switch. No unlocked lcd keypad connector noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 460 mg/dl at the time of incident. Customer stated the insulin pump had keypad anomaly. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.